Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented catheter. The balloon is loosely folded, the stent was secured between the marker bands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous shaft kinks. The tip is damaged and the middle of stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28 oct 2019. It was reported that advancing difficulties were encountered. An 8 fr introducer sheath was inserted and a 0.018 guide wire was advanced and crossed the lesion. After engaging the lesion with a 7 fr guide catheter, a 5.0mmx15mmx150cm express vascular sd balloon catheter were advanced for treatment. However, resistance was encountered and the stent delivery system was unable to track through the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.